Manufacturer narrative:
Analysis of the pump revealed slight/significant residue in regards to the following: bottom inner cover, motor compartment, pumphead compartment, one or more springs of the pump head, pumphead pins, geartrain, upper shaft and pinion of gear #1, pinion of gear #2, and pinion of rotor magnet including the upper and lower shaft. Significant corrosion was indicated in regards to the top and lower surface of gear wheel #3; including both the upper bearing and opening where gear #3 emerges through the top bridge. A significant jewel lubrication anomaly was also indicated. This report is being submitted late due to a delay by a manufacturer employee; a process improvement plan and training are in place.

Event description:
Additional information: it was later reported that the device was explanted; the reason for the stall was not confirmed. Drugs delivered via the device were baclofen 69.7 mcg/ml at a daily dose of 45.936 mcg and morphine.

Manufacturer narrative:
Catheter model unknown_cath, lot # unknown, implated unknown, explanted unknown.

Event description:
It was reported that the patient complained of increased pain and spasticity since (B)(6) 2011. The patient noticed the pump alarm on (B)(6) 2011. The pump's estimated replacement indicator (eri) was not expected for 13 months. The pump was sounding a critical alarm. The pump was interrogated which indicated the pump motor had stalled on (B)(6) 2011 without recovery. The patient lives in a nursing home and was reportedly not near any magnetic interference, nor had any documented evidence of a fall. Both a rotor study and catheter dye study were performed to confirm stalled motor and also catheter patency for pump replacement. The results of the rotor study was the pump stalled, and the results of the catheter dye study was that the catheter was patent. The pump had not yet been explanted. The patient is otherwise being managed until pump replacement is scheduled. Per the reporter, there was no patient injury. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested, but was not available as of the date of this report.